Event description:
The end user states that the seat has cracked in the exact same place as the other one.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.